Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited noise reversions. No intervention was performed. The patient was in stable condition.

Event description:
Additional information received notes that the noise was over-sensed by the device.